Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was over 450 mg/dl. The customer stated that she was stressed and had bad allergies, as well as a cold, leading up to the event. The customer was treated with saline for 3 hours before being discharged. She was wearing the insulin pump at the time of the emergency room visit. Upon inspection, a bent infusion set cannula was observed. Customer declined to perform the high pressure test. The customer also noted that the insulin pump's alerts were not informing her of high blood glucose but the low alerts were accurate. The customer was assisted with turning the sensor back on. Customer noted that she inserted the set, then filled the tubing; she was advised on the proper insertion process. The customer's most recent blood glucose was 399 mg/dl. Customer complained of blurred vision and treated with the insulin pump. Customer was advised to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.